Manufacturer narrative:
The device was not returned for investigation. However, the provided photo confirmed the report. Manufacturing attempted to recreate the issue while testing, but was unable to reproduce the failure for 3 different lots of finished goods. It is likely that the issue is due to the use/setup at the site. However, the exact root cause could not be determined. The lot number of the product was not provided. Therefore, we're unable to perform a lot review.

Event description:
It was reported that blood is continuously getting trapped in the phastipp rector handpiece. The staff has been using peroxide to clean with a q-tip. No injury was reported to the patient.